Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was incorrect. When discharged at 200 joules, the device outputs 150 joules and when discharged at 300 joules, the device outputs 2 joules. Complainant indicated that there was no patient involvement in the reported malfunction.